Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e3: reporter is a j&j employee. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the imf screw ø2 l8 sst was broken at the shaft, near of the screw, both fragments were received in the evidence provided. The reported condition can be confirmed. No other issues were found. A dimensional inspection for the imf screw ø2 l8 sst was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the imf screw ø2 l8 sst would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part number: 201.928; lot number: 887p639; manufacturing site: mezzovico; release to warehouse date: 27 jun 2022. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in china as follows: it was reported that during surgery on (B)(6) 2023, when inserting the screw, the screw was broken. All the pieces were removed from the patient, and another device was used to complete the surgery. The procedure was completed successfully without any surgical delay. There were no consequences to the patient. Upon inspection of the returned devices on august 25, 2023, it was noted that a total of three screws were broken. This report involves one 2.0mm imf screw self-drilling 8mm. This is report 2 of 3 for (B)(4).